Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited oversensing due to noise, suggestive of electromagnetic interference (emi). Programming changes were made to resolve the issue, and the patient was stable.